Event description:
It was reported that the patient was admitted with a transient power elevation. The patient's lactate dehydrogenase (ldh) was slightly elevated above their baseline. Log files confirmed a power and flow elevation on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported increase in lactate dehydrogenase (ldh), as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be established through this evaluation. The submitted log file contained approximately 5 days of data and captured an isolated elevation in pump power and estimated flow on 23feb2022. These pump parameters returned to baseline after this event. The pump appeared to have operated as intended above the low speed limit and there were no other notable events captured. A specific cause for the observed change in the pump¿s parameters could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section (under ¿anticoagulation¿) also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.